Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 09-dec-2025. The blockage was in the tubing. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-18758), was submitted on 09-jan-2026. Upon completion of the investigation, the manufacturing date was updated as 28-jun-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 14-jan-2026 against "lot number 6013924 and similar malfunction codes occlusion in the tubing and/or tubing connectors- reduced flow, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), occlusion in the tubing and/or tubing connectors- blockage. The review confirmed that lot 6013924 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 14-jan-2026 against "lot number" criteria equal 6013924 and similar malfunction codes occlusion in the tubing and/or tubing connectors-reduced flow, occlusion in the tubing and/or tubing connectors- blockage), occlusion in the tubing and/or tubing connectors (e.g.,occlusion alarm from the infusion pump may have sounded). The count of complaints is 0. Device history record (DHR) review the lot 6013924 was manufactured according to the work instruction (wi) version 125 and manufactured in the line 09 on 28-jun-2025 with a total of (B)(4) units. The sub-assembly, gluing of tubing the lot 5f02015 was manufactured according to the wi version 03 and manufactured in the machine itl03, on 21-apr-2025, with a total of (B)(4) units. The lot 5c05951 was manufactured according to the wi version 02 and manufactured in the machine itl03, on 03-apr-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013924 and related malfunction codes for occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). No other more complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.